Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not established as the issue is no longer reproducible. Most likely it is due to intermittently leaking inspiration valve nt which is no longer reproducible after the inspiration valve test.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 401-inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Received logs and advised customer to check the o2 sensor and to do the o2 gas path test, also told that vent has never been calibrated and try to run through all of the calibrations to see if any failure. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.